Event description:
It was reported that the bd luer-lok¿ syringe the plunger does not come down properly. The following information was provided by the initial reporter: we have received a report from one of our customers that the plunger does not come down properly, a lot of force must be applied to pull the plunger down. It concerns the 30 ml syringes, art.no. 301033, batch 1335764, 2089496, 2089501. The customer indicates that this is the case with 20% of the syringes. We have 1 syringe available for research.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-may-2023. H6: investigation summary: it was reported the plunger does not come down properly. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then tested for sustaining force per it16, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. It could be possible the customer received product on the higher side of specification requiring more force than normal to move the plunger. A device history record review was completed for provided material number 301033, lots 1335764, 2089496 and 2089501. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1335764. Medical device expiration date: 30-nov-2026. Device manufacture date: 01-dec-2021. Medical device lot #: 2089496. Medical device expiration date: 31-mar-2027 . Device manufacture date: 30-mar-2022. Medical device lot #: 2089501. Medical device expiration date: 30-nov-2026. Device manufacture date: 01-dec-2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe the plunger does not come down properly. The following information was provided by the initial reporter: we have received a report from one of our customers that the plunger does not come down properly, a lot of force must be applied to pull the plunger down. It concerns the 30 ml syringes, art.no. 301033, batch 1335764, 2089496, 2089501. The customer indicates that this is the case with 20% of the syringes. We have 1 syringe available for research.